Manufacturer narrative:
A philips field service engineer (fse) went on-site to talk to the customer. The fse found that a nurse had transferred the patient but failed to make the change on the patient information center ix (pic ix) which resulted in the audit log confusion. The customer then stated that they were aware that there was no philips malfunction and that the issue was caused by user error alone. The nurses were then trained in order to avoid any similar issues in the future.

Event description:
The customer reported that a patient expired on (B)(6) 2021 and that they wanted assistance with reviewing the clinical audit log.